Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated architect free t4 (ft4) and architect tsh results for a 77-year-old male patient with myelodysplastic syndrome. The following data was provided (customer¿s normal range for ft4 is 9.01-19.05 pmol/l, for tsh is 0.35-4.94 uiu/ml): sample ID: (B)(6) initial ft4 result was >64.35, repeat result was 40.28, repeat result, after sample sat for 1 hour, was 30.67, repeat result, the next day, was 18.92 pmol/l; initial tsh result was 5.8362, repeat result was 4.2723, repeat result, the next day, was 2.9181 uiu/ml. The patient had a plasma sample drawn and that was also tested and the ft4 result was 17.76 pmol/l, the tsh result was 3.3378 uiu/ml. There was no impact to patient management reported.